Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A clinical applications specialist reported a secondary energy low error message appeared during a procedure. The surgeon pressed the laser pedal and then the error appeared immediately. One percent of treatment had been completed. Error message was acknowledged and treatment was able to be resumed and completed with no other interruptions. An additional gas change was performed as well as an energy check. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The issue was fixed during a phone conversation. The user could clear the message and finish the treatment without issues. Logfile review can confirm secondary energy too low message on date of treatment. Treatment was interrupted and successfully continued and finished to 100% without any further messages. Target energy and high voltage numbers were good. However, the above mentioned message is not a device error but a messages that can be cleared with ok button. All values were in range as confirmed by clinical applications specialist (cas) on site during the event. The root cause for the described message could not be determined conclusively. However, no malfunction could be confirmed. The manufacturer internal reference number is: (B)(4).